Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges that after revision surgery, patient had to undergo another surgery on (B)(6) 2017 due to a broken trachnater bone. Following the surgery to repair the trochanter bone , plaintiff developed severe pain, swelling, multiple surgeries, instability, emotional distress and anxiety. After review of medical records for MDR reportability, operative report indicates that the patient underwent open reduction and internal fixation of right greater trochanteric hip fracture. Doe: (B)(6) 2017 (right hip).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.